Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the atrial lead exhibited high threshold and under sensing at multiple sites. The lead was not used and a new lead was implanted. The patient was stable after the procedure.